Manufacturer narrative:
This report is submitted on march 21, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to an infection (site of infection not confirmed). There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 23, 2024.